Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This ra lead was capped due to dislodgement. Lead was pulled up into the superior vena cava and was nonfunctional. Multiple attempts to remove lead were unsuccessful due to the lead was attached to the wall of the superior vena cava and tunneled up with the other ICD leads. Should additional information become available, this file will be updated.